Manufacturer narrative:
(B)(4). This complaint for a use error - breach in aseptic technique issue and peritonitis is confirmed. The cause was undetermined. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse of peritonitis coincident with dianeal pd4 (1.5% and 2.5%) ambuflex and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 (1.5%, 2.5%) ambuflex and extraneal viaflex (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer service, the following was reported by the consumer. On an unknown date, the patient experienced peritonitis. The patient thought that the possible cause of peritonitis could have been the catheter or moving from house to house. On (B)(6) 2012, the patient was hospitalized for the event. It was unknown whether a peritoneal effluent culture was performed. Treatment was not reported. On (B)(6) 2012, the patient was discharged. Follow-up information ((B)(6) 2012): information was received from a nurse, which medically confirmed this report. On an unreported date, the patient made mistake/touch contamination/did not wear a mask/did not clean the exchange area before starting pd. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. Cause of peritonitis was patient made mistake/touch contamination/did not wear a mask/did not clean the exchange area before starting pd. Treatment rendered for the events was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered from peritonitis (B)(6) 2012.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The product code is unknown, therefore, the 510k number is unknown.